Event description:
Patient was brought into the ER with 60 shocks in one day. A lot of noise was present on the rv lead. The shocks completely drained the battery, so the representatives were unable to do a follow up and verify the impedance values. The device was explanted. Both leads (atrial and rv) were also explanted, although there weren't any problems with the atrial lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular in the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause for the issue of noise which led to shock delivery as mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve should be taken into account. Diagnostic images clarifying this assumption were not available. During further investigation the proximal and the distal shock coils demonstrated deformations which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.